Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: mustang 5.0 x 100, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximally of the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was not totally occluded and was located in the moderately tortuous and mildy calcified left cephalic vein.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).